Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg reached end of life. It was unknown if this occurred prematurely. The patient's lead also had migrated. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issues. Therapy was restored post-op.